Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no allegation of premature battery depletion, the device was explanted prophylactically. It was further noted that the device was at eri.

Event description:
New information available on (B)(6) 2018 states that, the device was explanted after reaching normal eri. There are no allegations of early battery depletion. The patient tolerated the generator replacement procedure well. The patient did not experience any adverse events or complications before, during or after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.